Event description:
Reporter indicated a vns pt developed and infection at the generator site. The pt was recently implanted in 2008. The pt was hospitalized for the infection and treated with intravenous antibiotics. The pt was later discharged on oral antibiotics. The reporter has stated that the infectious organism was methicillin-resistant staphylococcus aureus, and that the pt likely manipulated the incision site. No other interventions were performed other than the hospitalization and antibiotic treatment. The pt has fully recovered per the reporter and is receiving vns therapy.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.